Event description:
During a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 10 atms. The lesion being treated was a slightly calcified, 70% restenotic lesion in the mid right coronary artery resulting in a dissection. The maverick2 monorail balloon was removed an the dissection repaired with an express2 monorail 24/3.0 mm stent, but the balloon of the express2 ruptured at 14 atms. The procedure was successfully completed. Pt status is reported as 'good'. Same case as manufacturer's report #6000089-2005-00227.